Event description:
According to the reporter, the capsule failed to attach. There was a repeat procedure performed. There was nothing unusual about the patient or procedure that may have led to this event . The capsule was found in the stomach and snared out. No endoscopy was performed prior to procedure but an endoscopy was performed to confirm the position of the capsule prior to placement using an endoscope. No type of lubricant was used to facilitate capsule replacement the capsule will be returned for investigation.there was no harm caused to the patient.

Manufacturer narrative:
Device evaluation: one bravo ph capsule delivery device and one capsule were received for investigation. The capsule was not attached to the delivery device. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered, it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. A review of the device history record was performed and indicates that the product was released meeting finished product specifications. We were unable to confirm the customer¿s report. If information is provided in the future, a supplemental report will be issued.